Manufacturer narrative:
The mtml was returned to isi for failure analysis investigation. Failure analysis investigations was unable to reproduce system error code 23002 during functional testing; however, review of the site's system error logs confirmed the reported issue. The esmh board, and the inner and out grip springs were replaced as a precaution for the reported complaint experienced by the site. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted prostatectomy procedure, the site experienced repeated instances of system error code 23002 that was associated with the left master tool manipulator (mtml). The site told the intuitive surgical, inc. (Isi) technical support engineer that they were continuing with the case. After some time, the site called back and reported that the reported issue recurred and was persistent. The surgeon made the decision to complete the planned surgical procedure using open surgical techniques. There was no report of any patient harm, adverse outcome or injury. The isi field service engineer (fse) was dispatched to the facility. The fse reproduced the reported failure. Each time that the fse pulled the top finger clutch on the mtml system error code 23002 was generated. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml.